Manufacturer narrative:
Visual inspection performed by r&d project manager on 13-febraury-2023: intraoperative failure of the connection between the tibial baseplate and the uhmwpe inserts. The surgeon has not been able to secure two different inserts on the same tibial tray. The posterior feature of the inserts intended to be engaged in the posterior dedicated seat of the baseplate have been damaged and slightly deformed in lateral side. It's possible to observe a sort of incision compatible with the clipping feature of the tibial tray. We guess that, in the attempts to secure the insert into the baseplate, the inserts were not well positioned and not properly seated into the tibial tray. In this attempt the inserts were pressed and pushed in order to snap into the baseplate and were permanently damaged without the possibility to be then assembled on the baseplate in the followings attempts. The clipping feature of the returned inserts were deformed, precluding the possibility to secure them on the returned tibial tray. The returned tibial tray has been checked by our quality control department to confirm that the device is conform to the specifications. From visual inspection, there is no evidence to suspect that the event is related to faulty devices.

Event description:
During knee primary surgery, it was not possible to clip the insert sphere (4/10 mm) into the t3i4 tibial baseplate. The was no tissue preventing the placement of the insert and there was good exposure of the tibia. A second insert of the same size was taken and the surgeon also tried to use the screw to force the coupling but the issue reoccurred. During that time the cement already started polymerization, so he had to discard the femoral component and to use another one. Then, he noted that the tibial baseplate was loose, so he had to remove the tibial tray and the second femoral component implanted. He did an additional resection of the tibia of 2mm and removed the cement. Finally, he implanted a new t3i4 tibia baseplate with a 30mm stem, a 4/11mm insert, and a 4 femoral component. These steps caused an additional 100 min surgery time and additional anesthesia for the patient.

Manufacturer narrative:
Batch review performed on 11 january 2022: lot 2217051: (B)(4) items manufactured and released on 21-sep-2022. Expiration date: 2027-aug-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved: batch reviews performed on 11 january 2022: gmk-sphere 02.12.0410fl tibial insert fixed sphere flex size 4/10 mm l (k121416) lot 2202728: 25 items manufactured and released on 11-may-2022. Expiration date: 2027-apr-21. No anomalies found related to the problem. To date, 18 items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.t3i4l tibial tray fixed cemented size t3-i4 l (k121416) lot 2201356: 50 items manufactured and released on 18-may-2022. Expiration date: 2027-may-02. No anomalies found related to the problem. To date, 34 items of the same lot have been sold with no similar reported event during the period of review.